Manufacturer narrative:
Device investigation narrative - one 2.9 incisor plus power-mini blade was returned for evaluation. Visual assessment showed the outer sheath is bent. The inner sheath shows metal debridement at the distal tip. The condition of the device is consistent with excessive side-loading which caused the inner blade surface to come in contact with the outer blade resulting in the reported shedding. Per the devices IFU 1060595 ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the elite incisor plus blade was shedding metal shavings into the patient. The shavings were removed with the use of irrigation and suction. A ten minute delay was noted and no patient impact as a result. The procedure was completed with a backup.